Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement test. There was no motor error alarm and the motor passed the motor test. The insulin pump had missing end cap sticker. The drive support disk was inspected and there was no anomaly.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 600 mg/dl. Customer treated their high blood glucose by changing out their set and delivering a bolus. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they did not receive insulin and knew there was a problem. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer advised the motor error alarm occurred during basal delivery and manual prime. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.